Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the returned lead found all wires were broken under electrodes in the paddle (stimulation) end of the lead. The root cause of reported event was consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result surgical intervention was undertaken during which the lead was explanted and replaced. Surgical intervention addressed the issue.